Event description:
The customer called to report being hospitalized due to diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. The customer had been vomiting and urinating prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.